Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit triggered error 23118 on insertion on the system and upon inspection, it was found that the contacts on the insertion chip encoder virtual absolute (cva) sensor flat flex cable (ffc) connector and axes controller spar connector (acsc) ffc connector were heavily oxidized. After replacing the acsc pca and insertion cva sensor, the error was no longer triggered. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting for a da vinci-assisted cholecystectomy surgical procedure, repeated faults occurred on arm 3 during setup, specifically error code 1162, which is related to the cannula sensor on that arm. The clinical sales representative (csr) attempted to disable the arm and restart the system, but the error persisted, and the surgeon required all four arms for the procedure. Since system logs were unavailable, the technical support engineer (tse) advised installing a cannula and power cycling the system to try and resolve the sensor issue. Despite these efforts, the error continued. The csr decided to swap out the robot with another available dv5 system, ensuring compatibility as both systems were on the same software level. The procedure was aborted to another da vinci with no reported injury.